Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. There was a stopcock attached to the inflation port. There was blood in the guidewire lumen. The balloon was deflated, as-received. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water leaked from the hypotube near the proximal end of the device. Magnified inspection of the proximal end of the device revealed a hypotube separation in the portion of the shaft within the strain relief. There was a subtle bend in the hypotube near the distal side of the fracture, which may indicate the device was kinked at this location prior to fracturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 15mm x 2.25mm nc quantum apex¿ balloon catheter was advance to the target lesion. On the first inflation at 8 atmospheres, blood flowed into the indeflator. The device was removed and checked outside the patient. It was noted that the balloon had been ruptured. The procedure was completed with a 2.25mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 15mm x 2.25mm nc quantum apex balloon catheter was advance to the target lesion. On the first inflation at 8 atmospheres, blood flowed into the indeflator. The device was removed and checked outside the patient. It was noted that the balloon had been ruptured. The procedure was completed with a 2.25mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).